Event description:
It was reported that during a deep anterior rectum resection procedure, the device did not staple. Another like device was used to complete the case. There were no adverse consequences to the patient.